Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5265115, medical device expiration date: n/a, device manufacture date: 2015-09-22. Medical device lot #: 3309035, medical device expiration date: n/a, device manufacture date: 2013-12-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles experienced missing label information, leakage, and were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: (B)(6) 2020: received voicemail from consumer stating the bd nano pen needles are bent during injections, sometimes the screens come out of then pen, and he uses the pen needles more then once. Stated he doesn't know anyone who uses the pen needles just once. Requested a call back. Consumer stated sometimes when using the pen needles the medication doesn't fully come out. Stated sometimes the needles bend on the npe more so when he injects in his hip. Inquired with consumer about the "screens coming out of the pen needles" and consumer stated did not mean "screen" he meant the insulin streams out of the pen needles after his injections. Stated he knows he should not re-use but he does it anyways and his doctor doesn't have an issue with it. Consumer also stated he had no expiration dates on his product boxes. Lot # 5265115, cat # 320122, date of event: unknown. Additional product box with no exp. Date or copyright date: lot # 3309035, cat # 320122, informed consumer this product box could be expired and consumer stated that doesn't bother him.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles experienced missing label information, leakage, and were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: 2020-09-11: received voicemail from consumer stating the bd nano pen needles are bent during injections, sometimes the screens come out of then pen, and he uses the pen needles more then once. Stated he doesn't know anyone who uses the pen needles just once. Requested a call back. Lg. Consumer stated sometimes when using the pen needles the medication doesn't fully come out. Stated sometimes the needles bend on the npe more so when he injects in his hip. Inquired with consumer about the "screens coming out of the pen needles" and consumer stated did not mean "screen" he meant the insulin streams out of the pen needles after his injections. Stated he knows he should not re-use but he does it anyways and his doctor doesn't have an issue with it. Consumer also stated he had no expiration dates on his product boxes. Lot # 5265115, cat # 320122, date of event: unknown. Additional product box with no exp. Date or copyright date lot # 3309035, cat # 320122. Informed consumer this product box could be expired and consumer stated that doesn't bother him.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-01. H6: investigation summary customer returned four (4) 32gx4mm bd pen needles (2 used without tear drop labels attached, and 2 unused from lot 5265115). Consumer reported medication does not fully come out and the needles bend on the npe, and stated the insulin streams out of the pen needle after his injections; also stated he had no expiration dates on his product boxes. No shelf cartons were returned, therefore, the alleged missing expiration date issue could not be confirmed. All 4 returned pen needles were examined, and it was observed that all 4 exhibited a straight non-patient end (npe) cannula. These 4 pen needles were then tested for flow using a test pen injector: all 4 pen needles were able to expel properly, and no leakage was observed. No evidence of manufacturing defect was observed on the returned samples. Since no defects were observed, the alleged issues could not be confirmed. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.